Manufacturer narrative:
The MFR's service rep performed an on-site investigation. Troubleshooting was run on the lcd card and then it was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would intermittently not display an image on the left monitor. No pt injury was reported.